Manufacturer narrative:
Concomitant medical products: ddbb2d1 ICD implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea and the right atrial (ra) lead exhibited position check failure and undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.